Event description:
Some of the live images on the lateral side do not show anything.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. However, the system was able to be used for patient procedures as only the monitors viewed by the nurses were affected and the monitors viewed by the physicians were not. A philips service engineer confirmed that the root cause of the issue was a faulty 5v power supply. The 5v power supply was replaced, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. In biplane systems, imaging can be performed from the frontal and lateral c-arms, if the lateral arm is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner. In this case, live imaging was still available to the physicians in the examination room and it was still possible to perform patient procedures with the system. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.